Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage.(bathroom) (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 355mg/dl. The customer's expected fasting blood glucose test result range is 111 - 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer was not at home at the time of the call. The product is not stored according to specification and is stored in the bathroom. Customer also stated the test strips have been stored where there has been a power outage. The test strip lot manufacturer's expiration date is 01/25/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 :257mg/dl date: (B)(6) 2017 time:9:04am non-fasting, result 2 :333mg/dl date: (B)(6) 2017 time:10:32pm fasting, result 3 :160mg/dl date: (B)(6) 2017 time:1:25am fasting, result 4 :104mg/dl date: (B)(6) 2017 time:8:39am fasting, result 5 :355mg/dl date: (B)(6) 2017 time:10:04pm fasting, customer called in states the meter is reading high. Customer states the meter read 355mg/dl fasting. Customer states his normal fasting range is 111-140mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage.(bathroom) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 355mg/dl. The customer's expected fasting blood glucose test result range is 111 - 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer was not at home at the time of the call. The product is not stored according to specification and is stored in the bathroom. Customer also stated the test strips have been stored where there has been a power outage. The test strip lot manufacturer's expiration date is 01/25/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in states the meter is reading high. Customer states the meter read 355mg/dl fasting. Customer states his normal fasting range is 111-140mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.